Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise and oversensing. Technical services (ts) reviewed the strips and determined the noise to be respiratory rate trend (rrt) oversensing on the right atrial (ra) channel. Additionally, it was noted that having the rrt signal in the episodes could be sign of high pacing impedance condition. Ts also provided reprogramming recommendations and troubleshooting options, such as turning the rrt off. There is no information available regarding the ra model/serial at this time. Further information was requested. This crt-d system remains in service and there were no adverse patient effects reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise and oversensing. Technical services (ts) reviewed the strips and determined the noise to be respiratory rate trend (rrt) oversensing on the right atrial (ra) channel. Additionally, it was noted that having the rrt signal in the episodes could be sign of high pacing impedance condition. Ts also provided reprogramming recommendations and troubleshooting options, such as turning the rrt off. There is no information available regarding the ra model/serial at this time. Further information was requested. This crt-d system remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise and oversensing. Technical services (ts) reviewed the strips and determined the noise to be respiratory rate trend (rrt) oversensing on the right atrial (ra) channel. Additionally, it was noted that having the rrt signal in the episodes could be sign of high pacing impedance condition. Ts also provided reprogramming recommendations and troubleshooting options, such as turning the rrt off. There is no information available regarding the ra model/serial at this time. Further information was requested. This crt-d system remains in service and there were no adverse patient effects reported. Upon request of additional information to the clinic, no further information has been provided at this time due to the difficult time with the pandemic. Additional details are still expected to be received. Boston scientific has made three attempts to obtain additional information related to this event, however, no response has been received from the clinic.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.